Event description:
It was reported that during a lap cholecystectomy procedure the device locked on tissue. The surgeon had to pry it open to remove. They opened a new device to complete the procedure without any pt complications.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.